Event description:
Tech alleged that the brakes will not set or not hold. No pt impact.

Manufacturer narrative:
Tech found the brake caster support on the pts left side brake caster was cracked. The tech replaced the brake caster on the pts left foot side of the bed to resolve the issue.